Manufacturer narrative:
Additional info: additional information was received and the account reported that the issue was not due to the intraocular lens (iol) itself, but rather due to the cartridge. The cartridge made it difficult to advance the lens. Reportedly, there was no incision enlargement or vitrectomy. The patient outcome was reported as fine. The event has been determined not to be a reportable malfunction. The cartridge 1mtec30, lot cb39357 was investigated and as a result there was no indication of a product quality deficiency or malfunction. The probable cause of the scratch was deemed to be the (extra) force used to advance the lens through the cartridge, that caused the lens to scratch. Therefore the lens did not malfunction. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the cartridge tip was inserted into the eye, the surgeon twisted the inserter to advance the intraocular lens (iol). Reportedly, there was resistance in the iol and then it scratched while entering the eye. The surgeon removed the marked/scratched iol from the patient's eye and implanted a back up iol with a new cartridge. No further information was provided.